Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At activation, the patient had no hearing sensation with the device.

Manufacturer narrative:
Additional information: based on received information, a suppurative otitis likely induced the migration of the active electrode out of cochlea, as confirmed by radiological imaging. A revision surgery was successfully carried out aiming to re-insert the active electrode into the cochlea. In situ measurements showed normal results. The device remains implanted.

Event description:
At activation, the patient had no hearing sensation with the device. Diagnostic imaging indicated that the electrode array was outside the cochlea. As additional information, the medical team considered that the patient had a suppurative otitis 15 or 20 days after surgery and did not go for an ent control and this may have caused the electrode moved outside the cochlea. In situ measurements taken intra-operatively at implantation do not show any abnormalities; measurements taken at activation showed 3 channels with high impedance. In (B)(6)2017 a revision surgery was successfully performed. The active electrode was placed into the cochlea again. In situ measurements after surgery showed normal results. No product deficiency was alleged.

Manufacturer narrative:
According to the received information, the reported problem is very likely due to a migration of the active electrode out of cochlea. This was also confirmed by an x-ray imaging. Reportedly a full insertion was achieved during initial implantation. If and when further information is available, the complaint will be reopen.

Event description:
At activation, the patient had no hearing sensation with the device. Images indicated that the electrode array is outside the cochlea. As additional information, the medical team considered that the patient had a suppurative otitis 15 or 20 days after surgery and did not go for an ent control and this may have caused the electrode moved outside the cochlea.